Manufacturer narrative:
The device was not returned to resmed for an evaluation. The hospital reported that an investigation by a panel of external independent experts considered possible causes for the ventilator entering standby mode and, following a detailed review of device logs, staff interviews, care records, and replication testing, concluded that the device had most likely been placed into standby mode by hospital staff during routine mouth care, an intervention that often prompted nurses to silence alarms by using standby, and was not placed back in therapy mode. The panel identified that "poor ergonomic design of the ventilator, including labelling and button identification, made it difficult for staff to operate the equipment safely, contributing to likely errors in use" and recommended improvement of the interface design to "reduce cognitive load". No device malfunction was identified. The stellar 100/150 user guide provides the following indications for use: - ¿the stellar 100/150 is intended to provide ventilation for non-dependent, spontaneously breathing adult and pediatric patients (13kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ the user guide also provides the following contraindication: - ¿the stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar is not a life support ventilator.¿ in the event of device failure, an indicated patient would be able to continue to breathe spontaneously until an alternative means of ventilation support can be provided. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient was found unresponsive and not breathing with his resmed stellar 150 device in standby mode (not delivering therapy). Although therapy was resumed, the patient expired about an hour later.